Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that everything was normal until the farawave was inserted in the sheath. When purged, the bubbles were noted to be formed in the syringe and leakage was noted of air around the valve before the catheter was advanced further until the heart. The catheter was inside the sheath when the leak was noted. It was also mentioned that the package was damaged. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.